Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that there were stimulation and interrogation issues with the implantable neurostimulator (ins). It was noted that the ins was implanted (out of service). There was no harm or injury to the patient, but the ins will be replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After recharging the ins battery, the device passed functional testing. According to the trace report taken from the ins, it had experienced one overdisharge. The last recorded recharge prior to being recharged in the analysis lab was on (B)(6) 2015. The last recorded patient usage was the device output being turned off on (B)(6) 2015. The ins battery depleted to the sleep/lock mode on (B)(6) 2015 and subsequently went to an overdischarged state.¿